Event description:
It was reported that during a da vinci-assisted surgical procedure, a small yellow plastic guard broke off the side of the permanent cautery spatula instrument and was found in the pocket of the endoscopy drape. A new instrument was retrieved, and the case continued. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery spatula instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.